Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed a bubbled dso seal and sticky latch lock. The tamper seal was not removed. There was no evidence to review in the device's event history log. A visual inspection was performed and the reported issue was duplicated. The cause of the reported issue is being investigated. As a result, the dso was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D3, g1, and g2 email is: regulatory.responses@icumed.com.

Event description:
It was reported that the pump downstream occlusion sensor seal was bubbled. Patient involvement unknown.

Manufacturer narrative:
Other text: b3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.